Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included palpitations, dyspnea, chest pain, abdominal pain, gerd, irregular periods, rash, multiple allergies, knee arthritis, asthma, knee injury, insomnia, pure hyperglyceridemia, knee pain, weight loss, sinus disorder, hyperlipidemia, neck pain, weight gain, stress and bronchitis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), skin disorder ("skin issues"), herpes zoster ("shingles"), alopecia ("hair thinning"), headache ("headaches"), fatigue ("fatigue"), panic attack ("panic attacks"), anxiety ("anxiety"), ovarian cyst ("ovarian cysts/cysts"), uterine fibrosis ("uterine fibrosis"), vulvovaginal pruritus ("vaginal itching"), burning sensation ("burning"), vaginal discharge ("discharge"), inflammation ("inflammation"), painful intercourse ("painful intercourse"), nausea ("nausea"), vomiting ("vomiting"), memory impairment ("memory/concentration issues"), back pain ("back pain"), adenomyosis ("adenomyosis"), premature menopause ("early menopause"), incontinence ("incontinence"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues"), hyperhidrosis ("excessive sweating"), skin odour abnormal ("odor") and pyrexia ("fever") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage and pyrexia had resolved and the urinary tract disorder, allergy to metals, dyspareunia, weight increased, skin disorder, herpes zoster, alopecia, headache, fatigue, panic attack, anxiety, ovarian cyst, uterine fibrosis, vulvovaginal pruritus, burning sensation, vaginal discharge, inflammation, painful intercourse, nausea, vomiting, memory impairment, back pain, adenomyosis, premature menopause, incontinence, abdominal distension, gastrointestinal disorder, hyperhidrosis and skin odour abnormal outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, alopecia, anxiety, back pain, burning sensation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, herpes zoster, hyperhidrosis, incontinence, inflammation, memory impairment, nausea, ovarian cyst, panic attack, pelvic pain, premature menopause, pyrexia, skin disorder, skin odour abnormal, urinary tract disorder, uterine fibrosis, vaginal discharge, vomiting, vulvovaginal pruritus, weight increased and painful intercourse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: specimen(s) received. Uterus, cervix, tubes and ovaries, confirm essures.clinical history. Abdominal pain. Gross description. The right fallopian tube with fimbria measures 7 x 0.7 cm and on sectioning show a metallic coiled wire found within the right fallopian tube measuring 0.5 cm by less than 0.1 cm and 0.2 cm by less than 0.1 cm (metallic coiled wire cut during sectioning of tube). The right fallopian tube is purple tan and unremarkable. The attached right ovary is pink-tan, oval-shaped and measures 4.5 x 3.5 x 2.0 cm. Final pathologic diagnosis a: uterus, cervix, tubes and ovaries, essures, hysterectomy / salpingooophorectomy: uterus: secretory phase endometrium. Myometrium with adenomyosis and leiomyoma. No malignancy identified. Cervix: inflammatory changes. Negative for dysplasia and malignancy. Ovaries: hemorrhagic corpus luteum and corpora albicans. Negative for malignancy. Fallopian tubes with essure: no significant abnormalities identified. Bilateral metal coils. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, vomiting, headache, anxiety and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new event fever and reporter information were added. Outcome updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included palpitations, dyspnea, chest pain, abdominal pain, gerd, irregular periods, rash, multiple allergies, knee arthritis, asthma, knee injury, insomnia, pure hyperglyceridemia, knee pain, weight loss, sinus disorder, hyperlipidemia, neck pain, weight gain, stress and bronchitis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), skin disorder ("skin issues"), herpes zoster ("shingles"), alopecia ("hair thinning"), headache ("headaches"), fatigue ("fatigue"), panic attack ("panic attacks"), anxiety ("anxiety"), ovarian cyst ("ovarian cysts/cysts"), uterine fibrosis ("uterine fibrosis"), vulvovaginal pruritus ("vaginal itching"), burning sensation ("burning"), vaginal discharge ("discharge"), inflammation ("inflammation"), painful intercourse ("painful intercourse"), nausea ("nausea"), vomiting ("vomiting"), memory impairment ("memory/concentration issues"), back pain ("back pain"), adenomyosis ("adenomyosis"), premature menopause ("early menopause"), incontinence ("incontinence"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues"), hyperhidrosis ("excessive sweating"), skin odour abnormal ("odor") and pyrexia ("fever") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain had not resolved, the genital haemorrhage and pyrexia had resolved and the urinary tract disorder, allergy to metals, dyspareunia, weight increased, skin disorder, herpes zoster, alopecia, headache, fatigue, panic attack, anxiety, ovarian cyst, uterine fibrosis, vulvovaginal pruritus, burning sensation, vaginal discharge, inflammation, painful intercourse, nausea, vomiting, memory impairment, back pain, adenomyosis, premature menopause, incontinence, abdominal distension, gastrointestinal disorder, hyperhidrosis and skin odour abnormal outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, alopecia, anxiety, back pain, burning sensation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, herpes zoster, hyperhidrosis, incontinence, inflammation, memory impairment, nausea, ovarian cyst, panic attack, pelvic pain, premature menopause, pyrexia, skin disorder, skin odour abnormal, urinary tract disorder, uterine fibrosis, vaginal discharge, vomiting, vulvovaginal pruritus, weight increased and painful intercourse to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: specimen(s) received uterus, cervix, tubes and ovaries, confirm essures clinical history abdominal pain gross description the right fallopian tube with fimbria measures 7 x 0.7 cm and on sectioning show a metallic coiled wire found within the right fallopian tube measuring 0.5 cm by less than 0.1 cm and 0.2 cm by less than 0.1 cm (metallic coiled wire cut during sectioning of tube). The right fallopian tube is purple tan and unremarkable. The attached right ovary is pink-tan, oval-shaped and measures 4.5 x 3.5 x 2.0 cm. Final pathologic diagnosis a: uterus, cervix, tubes and ovaries, essures, hysterectomy / salpingooophorectomy: uterus: ¿ secretory phase endometrium. - myometrium with adenomyosis and leiomyoma. - no malignancy identified. Cervix: - inflammatory changes. - negative for dysplasia and malignancy. Ovaries: - hemorrhagic corpus luteum and corpora albicans. - negative for malignancy. Fallopian tubes with essure: - no significant abnormalities identified. -bilateral metal coils. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, vomiting, headache, anxiety and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc. On 28-jan-2020: pif received: reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included palpitations, dyspnea, chest pain, abdominal pain, gerd, irregular periods, rash, multiple allergies, knee arthritis, asthma, knee injury, insomnia, pure hyperglyceridemia, knee pain, weight loss, sinus disorder, hyperlipidemia, neck pain, weight gain, stress and bronchitis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), the first episode of dyspareunia ("dyspareunia"), skin disorder ("skin issues"), herpes zoster ("shingles"), alopecia ("hair thinning"), headache ("headaches"), fatigue ("fatigue"), panic attack ("panic attacks"), anxiety ("anxiety"), ovarian cyst ("ovarian cysts/cysts"), uterine fibrosis ("uterine fibrosis"), vulvovaginal pruritus ("vaginal itching"), burning sensation ("burning"), vaginal discharge ("discharge"), inflammation ("inflammation"), the second episode of dyspareunia ("painful intercourse"), nausea ("nausea"), vomiting ("vomiting"), memory impairment ("memory/concentration issues"), back pain ("back pain"), adenomyosis ("adenomyosis"), premature menopause ("early menopause"), incontinence ("incontinence"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues"), hyperhidrosis ("excessive sweating") and skin odour abnormal ("odor") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysuria, allergy to metals, weight increased, skin disorder, herpes zoster, alopecia, headache, fatigue, panic attack, anxiety, ovarian cyst, uterine fibrosis, vulvovaginal pruritus, burning sensation, vaginal discharge, inflammation, the last episode of dyspareunia, nausea, vomiting, memory impairment, back pain, adenomyosis, premature menopause, incontinence, abdominal distension, gastrointestinal disorder, hyperhidrosis and skin odour abnormal outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, alopecia, anxiety, back pain, burning sensation, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, headache, herpes zoster, hyperhidrosis, incontinence, inflammation, memory impairment, nausea, ovarian cyst, panic attack, pelvic pain, premature menopause, skin disorder, skin odour abnormal, uterine fibrosis, vaginal discharge, vomiting, vulvovaginal pruritus, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: specimen(s) received uterus, cervix, tubes and ovaries, confirm essures clinical history abdominal pain gross description the right fallopian tube with fimbria measures 7 x 0.7 cm and on sectioning show a metallic coiled wire found within the right fallopian tube measuring 0.5 cm by less than 0.1 cm and 0.2 cm by less than 0.1 cm (metallic coiled wire cut during sectioning of tube). The right fallopian tube is purple tan and unremarkable. The attached right ovary is pink-tan, oval-shaped and measures 4.5 x 3.5 x 2.0 cm. Final pathologic diagnosis a: uterus, cervix, tubes and ovaries, essures, hysterectomy / salpingooophorectomy: uterus: ¿ secretory phase endometrium. - myometrium with adenomyosis and leiomyoma. - no malignancy identified. Cervix: - inflammatory changes. - negative for dysplasia and malignancy. Ovaries: - hemorrhagic corpus luteum and corpora albicans. - negative for malignancy. Fallopian tubes with essure: - no significant abnormalities identified. -bilateral metal coils. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, vomiting, headache, anxiety and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1. Concurrent conditions included palpitations, dyspnea, chest pain, abdominal pain, gerd, irregular periods, rash, multiple allergies, knee arthritis, asthma, knee injury, insomnia, pure hyperglyceridemia, knee pain, weight loss, sinus disorder, hyperlipidemia, neck pain, weight gain, stress and bronchitis. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysuria ("urinary problems"), allergy to metals ("nickel sensitivity"), the first episode of dyspareunia ("dyspareunia"), skin disorder ("skin issues"), herpes zoster ("shingles"), alopecia ("hair thinning"), headache ("headaches"), fatigue ("fatigue"), panic attack ("panic attacks"), anxiety ("anxiety"), ovarian cyst ("ovarian cysts/cysts"), uterine fibrosis ("uterine fibrosis"), vulvovaginal pruritus ("vaginal itching"), burning sensation ("burning"), vaginal discharge ("discharge"), inflammation ("inflammation"), the second episode of dyspareunia ("painful intercourse"), nausea ("nausea"), vomiting ("vomiting"), memory impairment ("memory/concentration issues"), back pain ("back pain"), adenomyosis ("adenomyosis"), premature menopause ("early menopause"), incontinence ("incontinence"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issues"), hyperhidrosis ("excessive sweating") and skin odour abnormal ("odor") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysuria, allergy to metals, weight increased, skin disorder, herpes zoster, alopecia, headache, fatigue, panic attack, anxiety, ovarian cyst, uterine fibrosis, vulvovaginal pruritus, burning sensation, vaginal discharge, inflammation, the last episode of dyspareunia, nausea, vomiting, memory impairment, back pain, adenomyosis, premature menopause, incontinence, abdominal distension, gastrointestinal disorder, hyperhidrosis and skin odour abnormal outcome was unknown. The reporter considered abdominal distension, adenomyosis, allergy to metals, alopecia, anxiety, back pain, burning sensation, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, headache, herpes zoster, hyperhidrosis, incontinence, inflammation, memory impairment, nausea, ovarian cyst, panic attack, pelvic pain, premature menopause, skin disorder, skin odour abnormal, uterine fibrosis, vaginal discharge, vomiting, vulvovaginal pruritus, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: result: specimen(s) received uterus, cervix, tubes and ovaries, confirm essures clinical history, abdominal pain. Gross description: the right fallopian tube with fimbria measures 7 x 0.7 cm and on sectioning show a metallic coiled wire found within the right fallopian tube measuring 0.5 cm by less than 0.1 cm and 0.2 cm by less than 0.1 cm (metallic coiled wire cut during sectioning of tube). The right fallopian tube is purple tan and unremarkable. The attached right ovary is pink-tan, oval-shaped and measures 4.5 x 3.5 x 2.0 cm. Final pathologic diagnosis: uterus, cervix, tubes and ovaries, essures, hysterectomy/salpingooophorectomy: uterus: secretory phase endometrium. Myometrium with adenomyosis and leiomyoma. No malignancy identified. Cervix: inflammatory changes. Negative for dysplasia and malignancy. Ovaries: hemorrhagic corpus luteum and corpora albicans. Negative for malignancy. Fallopian tubes with essure: no significant abnormalities identified. Bilateral metal coils. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: fatigue, vomiting, headache, anxiety and weight increased. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.